Event description:
It was reported that while preparing for a case, the nurse connected the lightlead to the lightsource and pressed run without connecting the other end to a scope. It was further reported that the area around the open end of the lightlead became hot and caused a small burn to the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.